Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bariatric surgery while performing cutting in sleeve gastrectomy, the gastric tube was cut off together at the first firing, and when the product was used at second firing for recovery, the firing could not be performed. Additional tissue resection was required due to the issue. The procedure was completed with another device. The surgical time was extended by less than 30 minutes.